Manufacturer narrative:
H10 - the device was not returned for investigation. The customers complaint could not be confirmed as the device in question was not returned for physical investigation. A 12 month service history review did not show any similar cases. Additional information can be found in sections d1, d4 - catalog no, serial no, unique identifier (UDI) #, d10 and h4.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a plum a+ pump that was reported to be over infusing and did not audibly alarm for air in line. The device was reported to deliver 50 mls faster than it should have. No additional information has been provided.